Manufacturer narrative:
Device evaluation of battery charger was completed. The charger did not pass essential performance testing. The root cause was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported a charger did not pass essential performance testing.